Event description:
It was reported by the customer the device was used in a gyn case. It was reported part of the tip of the device broke off and was immediately retrieved. Case completion unknown there was no consequence to the pt.